Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer's touch screen was unresponsive. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right side of the programmer's touch screen was unresponsive when it was started up. The programmer was returned to service. There was no patient involvement.